Manufacturer narrative:
On september 18th 2019 the instrument involved in the event returned. Visual inspection performed by r&d project manager: the threaded tips of the instruments is broken. The event can occurred due to wrong manoeuvre (e.g. High leverage applied during bone tapping, or change of direction of the hole during bone tapping) or wrong maintenance (e.g. Storage and shipping). The small instrument fragment was not found in the operating room neither in the patient using fluoroscopy. The bone tap, due to this damage, is no more functional (it cannot create the trajectory for screw insertion as required, according pedicle screw profile). Bone tap is a standard instrument for pedicle screw placement. The design and dimensions are driven by dimensions of the relevant screw. The material is stainless steel (aisi 431 or aisi 630) which is a standard material for such application.

Manufacturer narrative:
Batch review performed on 30 july 2019: lot 1852519: (B)(4) items manufactured and released on 09-oct-2018.no anomalies found related to the problem. To date 1 another similar event reported.

Event description:
During surgery the cannulated tip of the instrument partially broke. The fragment was not found in the surgery room. The fluoroscopy didn't show the presence of the piece in the patient.